Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five phase of peritoneal dialysis therapy. During the troubleshooting, it was determined that the supply line was disconnected. The hp stated that it was not securely connected. Renal therapy services assisted the hp in ending the therapy, removing the cassette and advised the hp to inform the registered nurse regarding the alarm and the incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.